Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other) please describe and state the location of the perforation: abdominal wall possibly had issues for 18 months after essure failed had to have a tear repaired in abdominal wall same side"), pelvic infection ("infection(other)_pools of pus in the pelvis"), fallopian tube perforation ("perforation of fallopian tube"), device expulsion ("migration of implant/ expulsion of essure device"), device breakage ("device breakage"), incarcerated hernia ("incarcerated hernia") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck pain, obesity, depression and skin candida. Denies itching or redness or irritation, denies fever or abdominal/pelvic pain history of bacterial vaginosis with similar symptoms. Previously administered products included for an unreported indication: mortin. Concurrent conditions included sleep apnea, cervicalgia, anxiety, acne, vaginal discharge, dizziness, urinary tract infection, low back pain, bladder pain, keloid scar, bipolar ii disorder, insomnia, insomnia, nausea, vomiting, anesthesia, dysuria, vaginal itching and cystitis. Concomitant products included clonazepam, drospirenone + ethinylestradiol (yaz), ibuprofen from 2006 to 2018, sertraline (zoloft) from 2006 to 2009 and vitamins from 2008 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and infection ("infection internal"). In 2011, the patient experienced incarcerated hernia (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, adnexa uteri pain ("left ovary pain"), abdominal pain ("abdominal pain") and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was hospitalized for 5 days sometime in 2011. The patient was treated with surgery (surgical removal of coil(s), have a tear repaired of abdominal wall same side/ tubal ligation). Essure (ess205) was removed in 2011. At the time of the report, the perforation, pelvic infection, fallopian tube perforation, device expulsion, device breakage, incarcerated hernia, infection, adnexa uteri pain and pelvic inflammatory disease outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, device breakage, device expulsion, fallopian tube perforation, incarcerated hernia, infection, pelvic infection, pelvic inflammatory disease and perforation to be related to essure (ess205). The reporter commented: two coils protruding from right tubal ostia after essure placement,4 coils on the left. She does not claim that essure worsened a any previously existing injury/ condition. Discrepancy of date of removal :(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, pelvic pain, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received event " pelvic inflammatory disease" was added. Concomitant condition were added. Reporter information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube/ expulsion of essure device"), device dislocation ("migration of implant"), device breakage ("device breakage") and incarcerated hernia ("incarcerated hernia") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck pain, obesity, depression and skin candida. Previously administered products included for an unreported indication: mortin. Concurrent conditions included sleep apnea, cervicalgia, anxiety, acne, vaginal discharge, dizziness, urinary tract infection, low back pain, bladder pain, keloid scar, bipolar ii disorder, insomnia, insomnia, nausea, vomiting, hyperemia and anesthesia. Concomitant products included ibuprofen from 2006 to 2018, sertraline (zoloft) from 2006 to 2009 and vitamins from 2008 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and infection ("infection internal"). In 2013, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), incarcerated hernia (seriousness criteria hospitalization and medically significant), adnexa uteri pain ("left ovary pain") and abdominal pain ("abdominal pain"). The patient was hospitalized for 5 days sometime in 2011. The patient was treated with surgery (underwent laproscopy), surgery (to remove the essure) and surgery (underwent laproscopy). Essure (ess205) was removed in 2011. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, incarcerated hernia, infection and adnexa uteri pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, device breakage, device dislocation, fallopian tube perforation, incarcerated hernia, infection and pelvic pain to be related to essure (ess205). The reporter commented: two coils protruding from right tubal ostia after essure placement,4 coils on the left. She does not claim that essure worsened a any previously existing injury/ condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other) please describe and state the location of the perforation: abdominal wall possibly had issues for 18 months after essure failed had to have a tear repaired in abdominal wall same side"), pelvic infection ("infection(other)_pools of pus in the pelvis"), fallopian tube perforation ("perforation of fallopian tube"), device expulsion ("migration of implant/ expulsion of essure device"), device breakage ("device breakage") and incarcerated hernia ("incarcerated hernia") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck pain, obesity, depression and skin candida. Previously administered products included for an unreported indication: mortin. Concurrent conditions included sleep apnea, cervicalgia, anxiety, acne, vaginal discharge, dizziness, urinary tract infection, low back pain, bladder pain, keloid scar, bipolar ii disorder, insomnia, insomnia, nausea, vomiting, hyperemia and anesthesia. Concomitant products included ibuprofen from 2006 to 2018, sertraline (zoloft) from 2006 to 2009 and vitamins from 2008 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and infection ("infection internal"). In 2011, the patient experienced incarcerated hernia (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, adnexa uteri pain ("left ovary pain") and abdominal pain ("abdominal pain"). The patient was hospitalized for 5 days sometime in 2011. The patient was treated with surgery (surgical removal of coil(s), have a tear reaired of abdominal wall same side/ tubal ligation), surgery (surgical removal of coil(s)), surgery (surgical removal of coil(s)), surgery (surgical removal of coil(s)) and surgery (surgical removal of coil(s)). Essure (ess205) was removed in 2011. At the time of the report, the perforation, pelvic infection, fallopian tube perforation, device expulsion, device breakage, incarcerated hernia, infection and adnexa uteri pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, device breakage, device expulsion, fallopian tube perforation, incarcerated hernia, infection, pelvic infection and perforation to be related to essure (ess205). The reporter commented: two coils protruding from right tubal ostia after essure placement,4 coils on the left. She does not claim that essure worsened a any previously existing injury/ condition. Discrepancy of date of removal :(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received:event pelvic infection,perforation (other) please describe and state the location of the perforation: abdominal wall possibly had issues for 18 months after essure failed had to have a tear repaired in abdominal wall same side added. Device dislocation updated to device expulsion. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube/ expulsion of essure device"), device dislocation ("migration of implant") and incarcerated hernia ("incarcerated hernia") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck pain, obesity, depression and skin candida. Previously administered products included for an unreported indication: mortin. Concurrent conditions included sleep apnea, cervicalgia, anxiety, acne, vaginal discharge, dizziness, urinary tract infection, low back pain, bladder pain, keloid scar, bipolar ii disorder, insomnia, insomnia, nausea, vomiting, hyperemia and anesthesia. Concomitant products included ibuprofen from 2006 to 2018, sertraline (zoloft) from 2006 to 2009 and vitamins from 2008 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage ("device breakage") and infection ("infection internal"). In 2013, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), incarcerated hernia (seriousness criteria hospitalization and medically significant), adnexa uteri pain ("left ovary pain") and abdominal pain ("abdominal pain"). The patient was hospitalized for 5 days sometime in 2011. The patient was treated with surgery (underwent laproscopy) and surgery (to remove the essure). Essure (ess205) was removed in 2011. At the time of the report, the fallopian tube perforation, device dislocation, incarcerated hernia, device breakage, infection and adnexa uteri pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, device breakage, device dislocation, fallopian tube perforation, incarcerated hernia, infection and pelvic pain to be related to essure (ess205). The reporter commented: two coils protruding from right tubal ostia after essure placement,4 coils on the left. She does not claim that essure worsened a any previously existing injury/ condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events "fallopian tube perforation, incarcerated hernia, device breakage, infection internal, left ovary pain, abdominal pain" are added. Lab data added. Patient and reporter information are added. Product information added. Outcome of events abdominal pain is recovering/ resolving. Concomitant and historical drug are added. Concomitant and historical condition are added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.